Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. In addition, in situ measurements show several channels involved in short circuits since 2022 due to undetermined reasons. However, to determine an exact root cause a device investigation would be necessary. Further checks are planned.

Event description:
The user has been a non-user for over 10 years. In (B)(6) 2022, a decision was made to reuse the internal and external device again and the user underwent in situ testing. The user's caregivers reported that the user wasn't able to hear a few days later.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been a non-user for over 10 years. In (B)(6) 2022, a decision was made to reuse the internal and external device again and the user underwent in situ testing. The user's caregivers reported that the user wasn't able to hear a few days later.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturers experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, in situ measurements show several channels involved in short circuits since 2022 due to undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user has been a non-user for over 10 years. In (B)(6) 2022, a decision was made to reuse the device again and the user underwent in situ testing. The user's caregivers reported that the user wasn't able to hear a few days later. The user has been re-implanted.